Event description:
It was reported that a patient underwent a right hemicolectomy procedure on (B)(6) 2022 and a barbed suture was used. Post-op, after a short time (1 month), the patient experienced an anastomotic dehiscence. During the reoperation, it was found that the dehiscence was attributable to the failure to seal the suture of the service breach made with the barbed suture. Additional information was requested.

Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Trade name -(B)(4)® active ingredient(s) ¿ triclosan dosage form ¿ suture/solid/parenteral strength ¿ = 2360 ¿g/m (B)(4). Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure the diagnosis and indication for the index surgical procedure? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? On what tissue was the suture used? Was the fixation loop secured to tissue at the initiation of suture use during the index procedure? Was at least one reverse stitch performed prior to closure? What tissue dehisced? What was the tissue condition (normal, thin, calcified, fragile, diseased)? Onset date/time of dehiscence? (# post op days) how was the dehiscence managed? Please describe any surgical intervention required for the wound dehiscence including date and findings. Please describe the appearance of the suture during the second procedure. Did the stratafix suture break? If so, where was the break noted (termination, middle, end)? What is meant by ¿failure to seal the suture of the service breach¿? Please provide further details. Were there any precipitating stress factors for the sutures untying, breakage or pulling out of the tissue? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? If applicable, will product be returned? If so, please provide the return date and tracking information.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 11/3/2022. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, and the following was obtained: patient ID cg please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. Surgeon does not remember the diagnosis and indication for the index surgical procedure? Laparoscopic right colon cancer what was the initial approach for the index surgical procedure? (Open, laparoscopic or other)?lap on what tissue was the suture used? Ileus transverse colon was the fixation loop secured to tissue at the initiation of suture use during the index procedure? Unclear question was at least one reverse stitch performed prior to closure? Yes what tissue dehisced? Suture of the breach what was the tissue condition (normal, thin, calcified, fragile, diseased)? Normal onset date/time of dehiscence? (# post op days) surgeon does not remember how was the dehiscence managed? New surgery please describe any surgical intervention required for the wound dehiscence including date and findings. Reintervention please describe the appearance of the suture during the second procedure. Loose thread did the stratafix suture break? No. If so, where was the break noted (termination, middle, end)? What is meant by ¿failure to seal the suture of the service breach¿? Please provide further details. Reopening of the suture for loosening of the thread were there any precipitating stress factors for the sutures untying, breakage or pulling out of the tissue? Surgeon does not remember did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? No other relevant patient history/concomitant medications? Surgeon does not remember what is the physician¿s opinion as to the etiology of or contributing factors to this event? Scarsa tenuta della sutura what is the patient's current status? Patient discharged.